Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding their settings.